Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2012, to report that a sensor wire fragment had remained inside pt's skin after sensor removal when readings abruptly stopped. Pt was able to pull it out of her skin. At the time of her call to dexcom technical support, pt's mother reports that pt had initially felt some irritation at the insertion site but was feeling fine now.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.